Event description:
It was reported that the interpulse handpiece with high flow tip was being primed for use when a discolored substance came out onto the sterile field. There were no allegations of the substance making contact with the surgical site. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
(B)(4): not returned to manufacturer.